Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer needed to be calibrated continually for the programmer to function. It was noted that it would work for one-to-two patient checks, then would need to be calibrated again; sometimes, re-calibration would not work. Attempting with a different stylus multiple times did not resolve the issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer experienced a calibration issue; the display screen intermittently had a "jumpy" output, and the stylus did not align with the cursor on the screen. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.